Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Per additional information received, the patient has experienced bleeding. Concomitant therapy input: pelvisoft acellular collagen biomesh ((B)(4)). Complications: the patient has experienced pain, extrusion, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, vaginal scarring, kenalog injections, pain/burning sensation, aching feeling, too painful to insert vaginal dilators, atrophic vaginitis/vulvovaginitis (inflammation), atrophic vaginal mucosa, strictured band at the anterior vaginal wall, tenderness with palpation, vaginal pain, narrowed vagina, vaginal apex narrowing, unusual/white appearance of posterior vaginal mucosa, stress incontinence, leaking/urine leakage, trabeculations, labia minora fused together, small vaginal opening/tight, pain related to mesh, slight trigone irregularity/ fullness, trigonitis (inflammation), erythema/erythematous, ulcer, palpable band of mesh, loss of tissue elasticity, mesh shrink in both length/width, recurrent cystocele (prolapse), decreased libido, hemorrhoid, and required nonsurgical interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.